Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported of sensor anomaly. The customer's blood glucose level was 18 mmol/l at the time of the incident. The customer stated that the insertion needle was hard to remove and has been more painful than normal. The product was not returned for analysis.